Event description:
It was reported that during a non-tortuous, mildly calcified right coronary artery procedure, pre-dilatation was not performed and during post-dilatation of a vision stent, a voyager nc balloon (3.25 x 12 mm) ruptured on the first inflation at 12 atmospheres (atm). There was no adverse patient effect or significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.